Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the device was explanted on (B)(6) 2024.

Manufacturer narrative:
Continuation of d10: product ID 3889-28, lot# serial#(B)(6), implanted: (B)(6) 2014, explanted: (B)(6) 2024, product type lead product ID 3889-28 lot# serial#(B)(6), implanted: (B)(6) 2014, explanted: (B)(6) 2024, product type lead product analysis: product ID# 3058: the returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. Analysis observed no output or telemetry on the implantable neurostimulator (ins) and determined normal battery depletion. Product analysis: product ID#: 3889-28 the returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. Analysis indicated that they received the lead connected to the ins device and segmented at proximal end. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 3889-28 lot# va0ffzb implanted: (B)(6) 2014: product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that their device, which was implanted over 10 years ago stopped working at some point last year. Patient (pt) assumes that since they couldn¿t connect to it and got no relief. A couple of weeks ago they got rear ended on the highway twice and since then they have been feeling pain and stimulation at the pocket and vagina. Representative met with them an attempted to connect to try to turn it off if it was on. 4 separate attempts with the 8840 and with pressure over the implant was unable to get it connected. Pt not sure what¿s causing the issue, but will be getting the implant and lead removed. Implant and lead will be sent back for analysis. Explant date had not been scheduled yet